Event description:
Device report 1 of 3: reference MFR report - 1627487-2012-09347 and 1627487-2012-09348. It was reported the pt's ipg pocket site was becoming warm to touch. Further f/u indicated the pt's entire system was explanted due to an infection. The treatment route and the type of infection is unk at this time.

Manufacturer narrative:
This ipg serial number is included in a field correction. Method - the device history and sterilization records were reviewed. Result - the device history and sterilization records reviewed were found to meet specs and no anomalies were found. Conclusion - the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.